Manufacturer narrative:
This report is for an unknown guide/ compression/ k-wires/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent the surgery by using the va lcp elbow system. During the surgery, after the surgeon fixed the k-wire provisionally, the k-wire bent because he fixed the positioning with cortex. After the plate was fixed, he used a power tool to pull out the k-wire without using a pliers. As a result, the tip of the k-wire broke and was left in the patient body. By the surgeon¿s judgement, the fragment was left in the patient¿s body and the incision was closed because there was no harm to the patient. No further information is available. Concomitant device reported: unknown power tool (part #: unknown, lot #: unknown, quantity #: 1), variable angle locking compression plate dhp 2.7/3.5 dorso-lat w/supp-lat (part #: 04.117.003s, lot #: unknown, quantity #: 1). This report is for one (1) unk - guide/ compression/ k-wires. This is report 1 of 1 for (B)(4).